Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 53 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was over delivering of insulin because upon inserting the reservoir after 4 hours it will be half filled already. The insulin pump will be and reservoir will not returned for analysis.